Event description:
Patient with a history of copd, esrd, and hypertension started sneezing at the start of the first home hemodialysis treatment. Patient then became short of breath and anxious, stating he cannot breath. Treatment was discontinued and oxygen, benadryl 50mg IV push, solumedrol 100mg IV push, and saline were administered. Patient then given albuterol inhaler. Emt arrived, oxygen face mask and nebulizer started. Bp 250/129 o2 sat 68. Patient able to breath once nebulizer started. Patient was then taken to the hospital. No additional intervention was required. 2032227.

Manufacturer narrative:
Visual and performance evaluation of the returned cartridge confirmed no problems found. A review of the reported lot number found no other related complaints in the complaint database. The user guide includes allergic reaction as a potential risk associated with dialysis and also includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. Nxstage medical considers this report closed. No additional information will be provided.